Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported door not fully latched alarm was confirmed and reproduced while attempting to load a set and close the door. The force required to secure the door was above expected levels causing this condition. The door hooks and latch pins were replaced.

Event description:
It was reported a spectrum pump alarmed door not fully latched. It was also reported there was no pt injury.